Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user announced a ¿normal lunch¿ on the ilet, received approximately 13 units of insulin, and then consumed only coffee, after which they experienced hypoglycemia and believed the pump was broken; previous use of a ¿fish fry¿ announcement had resulted in hyperglycemia, and the user received education on selecting smaller or larger meal announcements to match intake. Symptoms included low blood glucose to 62 mg/dl. Outcomes included self-treatment with oral carbohydrate and resolution without healthcare utilization. Investigation included troubleshooting and user education on appropriate meal announcement selection and provision of a replacement user guide. Investigation of this case revealed no confirmed device malfunction and suggested use error related to meal announcement selection leading to insulin dosing mismatch. It was concluded, based on previously established findings for similar reports, that the cause was undetermined with user technique as a contributing factor. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.